Manufacturer narrative:
Approximately one month later, the patient was admitted to the hospital for sepsis. The device remains implanted and in service. A review of current device data was performed, which confirmed the device therapy remained available.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was submitted, and analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.